Manufacturer narrative:
The current instructions for use (IFU) contains the following: "warnings - in rare instances, some patients may be allergic to the aligner material (e.g., plastic, coating material) including aligners with occlusal blocks material.". No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the life-threatening event and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803.

Event description:
The allergist and immunologist doctor reported that the patient presented symptoms of anaphylaxis, severe allergy, swollen lips and feeling cold and shacking. The patient was using the first aligner, and the allergic reaction appeared right away. Medical attention was required: emergency room. No lab/ test was performed. Medications were not prescribed for this patient. The patient is now asymptomatic and stopped the use of the product.